Event description:
Cardiac cath lab identified 2 daig catheters that a nick on the blue plastic portion of the catheter near the tip. Neither catheter was used. Product was pulled from cath lab. Cath lab notified co.